Event description:
It was reported that the patient presented in clinic for follow-up. Upon review, the atrial lead exhibited high capture thresholds. Diagnostic imaging confirmed that the lead was dislodged. The lead was explanted and replaced. The patient was discharged.

Manufacturer narrative:
The reported events were lead dislodgement and inadequate capture. As received, a complete lead was returned in one piece for analysis. The reported event of inadequate capture was not confirmed. Electrical testing was normal and visual inspection found no anomalies. X-ray examination found no anomalies to the lead body. No problem was detected.